Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin compact system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin compact system switched to ups mode without a power failure. The unit was plugged into other outlets, but the unit stayed in ups mode and the case had to be completed in ups mode. There was no report of patient injury. The unit was delivered to the biomedical engineer at the facility where it was found to be functioning properly. The unit was run for 8 hours and did not switch to ups mode. A sorin group field service representative was dispatched to the facility to investigate and was also unable to duplicate the issue. The device was inspected and it was found that the wires in the ac power plug were loose and could easily be removed. The wires were re-stripped and inserted back into the connector. The system was run for two hours and it did not go into ups mode. Subsequent functional tests were passed and the facility was satisfied with the evaluation and repair of the equipment. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin compact system switched to ups mode without a power failure. The unit was plugged into other outlets, but the unit stayed in ups mode and the case had to be completed in ups mode. There was no report of patient injury.